Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text. Therefore, no further analysis of the images are required. The root cause of the superficial wound infection with resolution after treatment with antibiotics and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint. However, we will continue to monitor for future complaints and investigate as necessary.

Event description:
On the literature article name "a double-blind randomized controlled trial of total knee replacement using patient-specific cutting block instrumentation versus standard instrumentation", it was reported that one patient in the psi group was prescribed antibiotics for superficial wound infection with resolution and no further surgery required. The patient was originally treated with a tka due to osteoarthritis.